Event description:
The physician was using a nanocross elite pta balloon catheter to treat a lesion in the left mid superficial femoral artery. The lesion was a chronic total occlusion with little calcification and soft tissue. Artery diameter: 6 mm x 250 mm. The device was used with a 7f sheath and a 0.014 platinum plus guidewire with 50/50 contrast/saline. The device was inspected and prepped prior to use with no issues noted. No resistance encountered advancing the device. During a subsequent inflation the procedure the device was slow to deflate at the lesion site, did not fully deflate and wasn't able to be reinserted into the sheath for additional inflations. Only one inflation was performed and inflation was at 8atm. The balloon could not be inserted back into the sheath. Another balloon was used to complete the procedure, no clinical sequelae reported.